Manufacturer narrative:
Visual and functional inspections were performed on the returned device. A longitudinal balloon rupture was found, thus confirming the reported inflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported inflation issue appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. Na.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous, and mildly calcified de novo lesion in the left anterior descending artery. A 2.5x23mm xience xpedition stent was deployed without issues. A 2.5x12mm nc trek rx balloon dilatation catheter (bdc) was being used to post-dilate the stent; however, the balloon failed to inflate. The procedure was successfully completed with a new 2.5x12mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified that there was a longitudinal rupture noted 5mm proximal to the balloon tip for a length of 6mm. Fluid was observed coming out from the rupture noted. No additional information was provided.